Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: skin rash/dermatitis : unable to observe since it is a medical event and is not related to the device. Rupture: observed, opening on the posterior side assessed as fold flaw opening and missing side assessed as inconclusive. Capsular contracture : : unable to observe since it is a medical event and is not related to the device. (Shell thickness was within specification). Additional observations: crease fold observed on the device. Wear abrasion observed on the device.

Event description:
Healthcare professional reported left side rupture confirmed via MRI and skin rash. Physician reported via op. Report, the patient has "capsular contracture", baker grade unknown against the left side. The device was replaced and a capsulectomy was performed.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Healthcare professional reported left side rupture confirmed via MRI and skin rash. The device remains implanted.

Event description:
Physician reported via op. Report, the patient has "capsular contracture", baker grade unknown against the left side. The device was replaced and a capsulectomy was performed.